Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Sterile date of product: 10 apr 2024 device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Complaint history review/trend analysis: (24 months review and percent of sales) (B)(4) previously confirmed "integ-tighten/hold/lock" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer returned one eds device for evaluation. The evaluation conclusion is as follows: two stopcocks were found with cracks/breakage. The first two pictures are of the stopcock at the proximal side (patient line stopcock). The stopcock has been broken apart by where the female luer is located. The second break is on the system stopcock. The bottom picture shows that the system stopcock was broken in half from the tip. The breakage of the components indicates that the user applied excessive torque when operating the stopcock while simultaneously using aggressive cleaning agents that degrade the polycarbonate material. This combination leads to both physical stress on the stopcock and material deterioration, increasing the likelihood of failure. There could also be a potential chance that the user may have cross-threaded the stopcock with an external device/component, resulting in misalignment and increased stress. Device failed to meet specifications: yes. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - the nurse was assessing a patient and noticed that csf was leaking from the proximal stopcock. When she was turning the stopcock to clamp the evd, it was loose and csf continued to leak out. The rn had to use hemostats to clamp it until the neurosurgery came to the bedside. No injuries.

Event description:
Nt821731c - the nurse was assessing a patient and noticed that csf was leaking from the proximal stopcock. When she was turning the stopcock to clamp the evd, it was loose and csf continued to leak out. The rn had to use hemostats to clamp it until the neurosurgery came to the bedside. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Lot number of the affected part to be confirmed. The affected product will be returned for evaluation. No related capas. Per (B)(4) rev 09 risk analysis spreadsheet, hazard ID 4.40. Cause - leakage of csf from the stopcock. Effect (harm)- over drainage of csf and infection. Residual risk - medium. Further investigation to be carried out.